Event description:
It was reported that a malfunction alarm with code malf 16 occurred, and the pump malfunction could not be reset. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support decided to replace the pump as a corrective action. The customer reverted to an alternate method of insulin therapy.